Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1033456. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-02. Medical device lot #: 0323172. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-18. Medical device lot #: 0295065. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 400 sg had foreign matter. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported syringes with dust particle.